Manufacturer narrative:
The electrode belt was evaluated. The evaluation confirmed there was an open pulse wire in a&b cable between ECG a and front te causing faults. The root cause of the open pulse wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.